Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102, discharge profile fault flags) was confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause of the failure was isolated to a cold solder joint on the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the cold solder joint could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102 and discharge profile fault flags.